Event description:
Reportedly, the device was explanted after an implant duration of 38 months. Reason for reoperation given as ascending aorta dilation. Patient was asymptomatic. Condition of prosthesis when removed: slight thickness of the leaflets. Replaced by ats valve. No additional information was provided at initial reporting.

Manufacturer narrative:
Device history record (DHR) review has been started. No additional information available. This has been determined reportable per edwards lifesciences procedures.

Manufacturer narrative:
The device history record (DHR) review is completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Additional information: x-ray. Results of investigation sent to customer via customer letter. Evaluation summary: heavy host tissue overgrowth is evident. At the tissue inflow, host tissue separated from the surface of leaflet 1, yet intact and continuous, as one dense layer with the remaining host tissue that covered most of leaflet 2 and 3. The described dense layer of host tissue overgrowth encroached onto the tissue inflow at the greatest distance of 12mm. Host tissue is minimal to moderate onto the tissue outflow of leaflet 2, and at the stent inflow. Host tissue restricted mobility in the leaflets and led to stenosis. Cuts in the sewing ring fabric and the silicone ring are evident, most likely due to mechanical injury at explants. Minimal calcification is detected in the x-ray. The x-ray also demonstrates commissures 2 and 3 are pushed in.